Manufacturer narrative:
Follow up #2 30-jan-2018 device evaluation: in q4 2017, there was 1 instance of moisture ingress failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 34 allegations of a malfunction, 15 pumps were returned to animas and investigated. Of the investigated pumps, 12 were found to be malfunctioning due to a battery compartment leak, moisture in the pump and a leak due to a cracked pump case. During investigation for unrelated allegations, there were 115 additional moisture ingress failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 34 malfunction events. A review of the events indicated that the one touch ping model pump experienced a moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 39-198 pounds and between 6 and 66 years of age. Of the reported patients, 10 were male, 24 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 07/29/2017 device evaluation: in q2 2017, there were 17 instances of moisture ingress failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.